Event description:
On (B)(6) 2013, it was reported that the up and down keypad buttons were intermittently responding and difficult to press. It was reported the issue started 4 months prior to the date of complaint. The reporter stated there was fogginess behind the display screen lens. It was reported that there was no other damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/28/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. A display lens leak was revealed during leak testing. No moisture was observed behind the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.